Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2367 (air in line). The nurse would retrain the patient and have him call when the alarm occurs for assistance. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6)-2011. The nurse stated the following: the cause was unknown. The patient was doing fine with therapy since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 was not confirmed and a cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.